Event description:
On (B)(6) 2005, the pt was treated with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. On (B)(6) 2010, the pt presented with abdominal pain. A distal type I endoleak was identified in an area of progressive iliac artery expansion. On (B)(6) 2010, the existing device was extended with another stent-graft to treat the type I endoleak. Completion angiography identified no endoleak, and the pt tolerated the procedure.